Event description:
An event was reported under the (B)(4) study and classified as inappropriate device detection and inappropriate treatment. The patient received inappropriate shock resulting from noise on the right ventricular lead. Non-physiologic intervals were also detected. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. (B)(4).